Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation with concurrent laparoscopic supracervical hysterectomy/ bilateral salpingo-oophorectomy and placement of on-q pain relief system. It was reported that post implantation the patient experienced recurrence. (B)(4). Recurrence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to stress urinary incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced chronic cystitis, urge incontinence, urgency, and urinary tract infection. (B)(4).

Event description:
It was reported that following insertion the patient experienced chronic cystitis, urge incontinence, urgency, and urinary tract infection.